Event description:
It was reported that a lead safety switch (lss) occurred on this right ventricular (rv) lead due to a high out-of-range pacing impedance spike, of over 3000 ohms in the impedance trend. Technical services (ts) reviewed the case and noticed that a signal artifact monitor (sam) episode was recorded that disabled the minute ventilation (mv) feature, probably as the rv lead went unipolar sensing. Ts recommended to bring the patient to the clinic, troubleshoot this issue, and turning the mv back on with sam. Subsequently, the mv feature was turned on and this rv lead was reprogrammed back to bipolar sensing. This rv lead remains in service and no adverse patient effects were reported.